Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the pump was replaced due to normal eri (elective replacement interval). No further complications were reported/anticipated.

Manufacturer narrative:
Interrogation of the pump determined it was used to infuse morphine (60.0 mg/ml, 16.489 mg/day), clonidine (2000.0 mcg/ml, 549.6 mcg/day) and bupivacaine (7.5 mg/ml, 2.0611 mg/day). Analysis found a low battery reset with an undetermined root cause. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a manufacturer¿s representative regarding an implantable intrathecal pump. The indication for use was spinal pain. The pump was returned to the manufacturer without a complaint. No patient symptoms or complications were reported as a result of this event.